Event description:
Procedure type: gastrectomy. According to the reporter: product was used for abdominal closure. Ten days after surgery, the patient coughed and the suture broke and the abdominal wall opened. It was soon fixed with a different product. There was no additional bleeding and no tissue damage. Nothing fell into patient cavity and patient status is ok.

Manufacturer narrative:
Product has been received by the qa department in 2009, but not yet investigated.